Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor had triggered the threshold suspend when the customer's blood glucose was over 100 mg/dl. Customer's blood glucose was 120 mg/dl and sensor glucose was 55 mg/dl during time of call. Customer was unable to complete troubleshooting. Customer will not be returning the sensor for analysis.